Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 181 mg/dl. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer did not use auto mode for a week, inserted a new battery after battery alert and insulin pump error alarm occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history due to broken trace on keypad assembly. No pump error 37 alarm noted.